Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the stent was about to be loaded into the body, the stent was pulled off the balloon. The device was not used and the procedure was competed with another 2.25 x 16 synergy ii drug-eluting stent. No patient complications were reported.